Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 336 mg/dl and the cause was not known. An insulin injection was administered to address bg. During a pump system check with tandem technical support, the customer reported that an occlusion alarm had been received; however, did not believe it was the cause of the elevated bg. Reportedly, the customer changed the infusion set and cartridge. Insulin delivery was resumed. The customer declined tandem technical support's offer to follow up.